Event description:
It was reported that the heater line tubing separated from the cassette of an amia pd cycler set which resulted in a leak. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation in an open pouch. A visual inspection with the naked eye and magnification noted that the heater bag disconnected from the cassette port. The reported condition was verified. The leak was due to the heater bag tubing line separating at the cassette port. There was evidence on the tubing line indicating the tubing had previously been assembled to the cassette port. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.